Event description:
End user stated that her vc5310 bed sparked, blowing all the fuses in her room and the room next to her. The wires are allegedly coming out of the pendant, by where it plugs in. The user resides in a facility and she is also on oxygen.